Event description:
It was reported that this right atrial (ra) lead presented high out of range impedance measurements due to a fracture, so it was explanted. The fracture was confirmed by x-ray imaging and fluoroscopy. A new device was implanted. No additional patient effects were reported. The device is expected to return for analysis.